Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: the keypad cover was intact with no evidence of physical damage. Investigation revealed that the ok keypad button was over-responsive. All other button responded normally to button presses. The keypad cover was removed and the ok button contact was found to be cracked. Unrelated to the complaint, investigation revealed that the battery compartment was cracked in multiple places, the battery cap threads were stripped, and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the 'ok' button was under responsive. Reportedly, the keypad cover was intact, there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.